Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead check flipped polarity from bipolar to unipolar (B)(6) 2025. Patient was brought into office and polarity was changed back to bipolar after testing. (B)(6) 2025 it again flipped to unipolar. Patient had follow up on (B)(6) 2025 where programming remained unipolar. Unipolar impedance is currently normal ranges. Biotronik representative checked patient today in bipolar and unipolar and impedance was normal. Advised isometric testing. Prior recordings from the lead failure dates appeared to have possible noise and loss of capture. Lead remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes.